Manufacturer narrative:
(B)(4). Additional information requested and received: indication of the surgery was morbid obesity; sleeve gastrectomy; leak identified after 10 days of surgery; fundus of stomach; no buttressing material used; no identifiable issues in primary procedure apart from few bleeders, which was controlled by clipping on table; cause of death unknown, identified as staple leak at fundus region, cause may be the bolus of food patient had; no idea about autopsy, if done results should be available with dr. (B)(6) and can get the same.

Event description:
It was reported that after an unknown procedure, a leak on staple line in a young patient and patient expired after ten days of surgery.

Manufacturer narrative:
(B)(4). Additional information received from call with surgeon: per the surgeon: the patient was a (B)(6) female patient. Intra-operatively, a 36 fr bougie was used and a gst60b cartridge was used in the fundus area. The sleeve was created using a combination of green and blue gst cartridges with no buttressing material. The staple lines looked good. The patient was discharged two days post-operatively and was under the care of her mother. On post-operative day 9, the patient went into shock. A CT scan revealed a leak in the fundus area of the sleeve. The patient was reoperated and the 2-3 centimeter leak identified at the last firing of the sleeve was oversewn. The patient passed away within 24 hours. The patient was not diabetic and had no other co-morbid conditions. However, the patient suffered from a genetic problem that resulted in overeating with no satiety. The surgeon is questioning whether the patient could have overeaten causing increased pressure on the staple line. The mother had said she was compliant; although, it is possible that the daughter could have overeaten when the mother went to pick up another child. Another theory was possible ischemia, however, the surgeon stated that during his sleeve cases, he is careful not to over dissect in the area of the fundus and he does the fundus firings approximately 0.5-1cm from the bougie.